Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that this patient with tumor from ICU was in urgent need for catheter placement on (B)(6) 2022. Prior to catheter placement, the customer flushed the catheter and found multiple sand holes at the proximal end. Liquid leaks occurred.